Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The contact performed a supply change and the occlusion alarms continued. A system check was performed and the pump performed as intended. No damage to the cannula was noted. The contact stated that the customer did not fill the cannula when the new site was placed and the contact preferred to fill the cannula before performing any additional troubleshooting. During a follow-up, it was reported that the customer successfully delivered a bolus without any additional occlusion alarms declaring. The customer's blood glucose (bg) levels ranged between 360-460 mg/dl and correction boluses via the pump were delivered successfully to address the bg level.